Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange.

Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
Evaluation: - upon reception, the returned home monitor was tested and the reported behavior was confirmed: the status light is constantly lighting in orange. - as received, the device was constantly rebooting and technical files could not be retrieved nor analyzed; however, this software issue could have resulted from the device rebooting while the device memory has reached its limit, leading to an issue to send the file to the back office.